Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had weakness in the right leg following the implant procedure. The patient underwent a lead explant procedure and was doing well postoperatively.